Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the caller stated they had to shut their device off over a year ago because the device was triggering seizures. The caller stated that they had the device just sitting in their body and was non-functional to their knowledge. Additional information was received from the patient: it was reported that the dbs specialist told them they were MRI capable but needed someone from the manufacturer to check the stimulator before the MRI. The number to contact a rep was provided.